Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 11.9 cm diameter abdominal aortic aneurysm. The proximal neck was 19-21 mm in diameter and 10 mm in length. The left common iliac artery was 30 mm in diameter and the right common iliac artery was 22-25 mm in diameter. The right and left external iliac arteries measured 8 mm in diameter. The neck angulation was greater than 60 degree. It was reported that on the final angiogram run, a proximal type I endoleak and a type IV endoleak were observed. The physician decided to implant another manufacturer¿s aortic cuff; however, both of the endoleaks remained. The physician decided to monitor the patient. The physician commented that the proximal type I endoleak was due to the severe curvature of the proximal aorta. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Conclusion: 24 off-label (neck angulation greater than 60 degree).